Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a missing end cap sticker, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 146 mg/dl. The insulin pump was not exposed to a strong magnetic field. In troubleshooting, the patient was able to rewind the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.